Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored a pacemaker mediated tachycardia (pmt) episode. The pmt algorithm successfully terminated the episode. Technical services (ts) advised there is no evidence of loss of capture and left ventricular automatic threshold tests are stable. However, ts found undersensing of the atrial channel due to device programming. Ts suggested reprogramming recommendations. This crt-d remains in service. No adverse patient effects were reported.